Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. As received, the monitor failed incoming functional testing and was unable to perform a baseline. The cause of the failure was isolated to a shorted transistor q701 on the ca board. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.